Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive reaction of a patient sample with cell #3 of biotestcell p3 on tango. The customer had neither returned the supposedly defective product, nor the sample that had caused a false positive test result. Therefore, our quality control laboratory tested the retained sample of biotestcell p3 with different controls and 24 different donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.